Event description:
The patient was admitted for a procedure in 2007, with a calcified lesion in the mid left anterior descending branch. The lesion was pre-dilated and two cypher stents were implanted at 16 atm. It was noted that the patient went to the hospital one month prior, as he was experiencing chest pain. Angiography revealed that one of the stents that had been implanted was fractured/separated. It was also noted that there was restenosis in that stent. There was no treatment done to repair the fractured stent and the patient's chest pain resolved.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting stent. Additional information will be submitted upon 30 days of receipt.